Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that during a procedure the soft keys on the automated impella controller (aic) were not working. The aic was successfully exchanged. There was no harm to the patient.

Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show that after step 7 of case start wizard, keyboard detected high guard level due to touch detected outside soft-key area, evidenced by multiple consecutive log entries ¿imc-kbd error: 0xa1 0×01 ¿. During and after these entries there¿s no indication of any soft-key presses recorded in log. Console¿s ac cord was disconnected and reconnected (presumably in order to troubleshoot the issue), then pump was disconnected from the console without prior reducing p-level to p-0. Console was successfully shut down (soft keys are not involved in this step). Console was returned to danvers, and during troubleshooting it¿s been observed that the aic would not power-up when operated on batteries. It¿s been verified that internal dc power supply was producing nominal 24v and pbm seemed operational, as other components - pud, impellatronic, optical bench - were receiving power. Monitoring of voltages on pbm responsible for switching on and powering the epc via 4-in-1 carrier revealed some anomalies in pc_on signal. After replacing pbm with a known-good one, issue was resolved. Reported issue with non-responsive soft keys was not reproduced during testing, however the ¿high guard level¿ condition could be triggered for example by liquid spill on the console¿s glass kbd assembly, which is known to interfere with proper soft-key detection, temporarily disabling it. No defect of kbd or its communication cable was observed, and root cause of malfunction was not determined. Precautionary replacement is recommended. During console testing it¿s been also observed that optical system failed ¿5s¿ parameter testing, due to defect observed in ccd detector output, which was affecting (lowering) snr for certain sensor cavity lengths (pressures). Power-on issues and optical bench issue were unrelated to reported complaint. Repair: replace pbm assembly, and optical bench. Replace glass kbd assembly as a precaution. Perform functional check of the console.